Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 06-may-2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint handpiece was received inside a biohazard bag with the lens taped to a piece of paper and labelled with patient stickers. The original folding carton was also received. During a visual inspection, the device was inspected under magnification. The complaint handpiece was received with the plunger rod partially advanced. Viscoelastic residue was observed to be evenly distributed throughout the cartridge; the cartridge tip was observed to be deformed. The lens module was inspected revealing no issues. Device assembly was inspected revealing no issues; viscoelastic residue was observed below the lens module indicating that an excessive amount of ovd may have been used. The plunger rod and plunger rod advancement were inspected revealing no issues. The lens was removed from the tape and paper revealing the lens was cut in half. The lens halves were cleaned revealing the lens was scratched and damaged. Complaint issue "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section a-3a patient sex: unknown/asked information was not provided. Section a-3b patient gender: unknown/asked information was not provided. Section d-6a date implanted: not applicable as the iol was removed and replaced during the initial procedure. Section d-6b date explanted: not applicable as the iol was removed and replaced during the initial procedure; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The drn00v model intraocular lens (iol) was serrated after it's implantation in the patient's operative eye. The iol was removed during the same procedure and replaced with a back-up drn00v 5.0 diopter iol that was implanted in the patient¿s ocular dexter (right eye). There was no patient injury, no medical intervention, and no surgical intervention during the initial procedure. Patient prognosis was reported as doing fine. No further information is available.